Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose. The customer's blood glucose was 49 mg/dl and they took a glass of orange juice to treat the low blood glucose then the current blood glucose is 107 mg/dl. The customer stated that the transmitter was not blink when connected to sensor. The troubleshooting was not performed for the low blood glucose. The device will not be returned for analysis.